Event description:
The consumer stated that her tampon contained a red substance which appeared to be blood. The consumer stated that she opened a sealed wrapper and removed a tampon applicator which appeared to be used and contained blood on the wrapper.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned product on (B)(4) 2014 . A hematologic evaluation was performed on (B)(4) 2014 and the presence of human blood was confirmed.